Manufacturer narrative:
We received the lead and your event description. The information you provided has been entered into our quality system as a complaint. Allergy to the epoxy and resins was observed following the implantation of this biotronik device. Therefore the lead as received was visually and electrically inspected. A bent distal end and a df-4 connector pin were found, which most likely occurred due to mechanical forces applied during the surgery. The quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. Please note that no epoxy resin materials are used to manufacture plexa leads. In conclusion there was no indication of a material or manufacturing problem.

Event description:
System was explanted because the patient seemed to be allergic to the epoxy and resins. Should additional information be received, this file will be updated.